Event description:
It was observed that during the device evaluation, the rigid video scope exhibited no image, distal fiber breakage and light transmission failing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and the evaluation found there was no image, the distal fiber had breakage and the light transmission failed. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause cannot be identified but it is likely random component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.